Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with colpotomy and cystoscopy due to pelvic uterine prolapse.

Manufacturer narrative:
This report is follow up 03 being resubmitted as follow up 03 as requested by esg due to a db connection issue that occurred when the original submission was made on (B)(4) 2014. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a perineorrhaphy due to stress urinary incontinence, pelvic organ prolapse and cystocele.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent a mesh removal on (B)(6) 2010.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with tvh, cystoscopy, anterior repair, perineorrhaphy, and spc placement. No additional information has been provided.